Event description:
The respiratory therapist states she has a pt that she put a tracheostomy tube in at about 6 am in the morning, and found it leaking at noon. The pt is a male. The tracheostomy tube was pretested per the directions for use. The leak was noticed at noon, because the intubated pt was talking. The tracheostomy tube was removed, and another was placed in the pt.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.